Event description:
The customer reports: endurance placed on (B)(6) and removed (B)(6). The catheter starting leaking with flush from the hub site. Once leaking noted the catheter was removed. The patient had one more day of treatment left, so a regular IV was inserted.

Manufacturer narrative:
Qn#(B)(4). The customer returned one endurance catheter assembly for evaluation. Visual examination of the catheter revealed that the catheter body was kinked/damaged slightly below the catheter juncture hub. The noted kink was the only distinct kink. Microscopic examination of the kink in the catheter body just below the juncture hub revealed the material was torn creating a fairly large hole. The material at the kink was flared outwards and folded over. This type of damage is consistent with a kink in the catheter body leading to a tear. Another kink in the catheter body was also observed. The kink/tear in the catheter body was located 1mm from the bottom of the juncture hub. The second kink was located 7mm from the juncture hub. The overall length of the catheter body measured 2.56" which is within specification of 2.554-2.564" per product drawing. The catheter outer diameter measured .038" which is within specification of .031-.041" per product drawing. The inner diameter of the catheter could not be measured due to the damage near the site where the catheter was kinked/torn. The inner diameter of the catheter at the undamaged portions measured .029" which is within specification of .022-.032" per product drawing. The catheter had to be cut just behind the tip to measure the inner diameter of the catheter body. This was completed after all other measurements, photos and functional testing was completed and did not affect the outcome of the investigation. The catheter was flushed with water through the extension line using a 10ml hand syringe and leaked out of the tear in the catheter body. No blockages or additional leaks were observed. A failure-investigation-report (fir) was performed by the manufacturing site for this failure mode and it was determined that there are no steps within the manufacturing process that could create the defect observed with the returned sample (prior to the leak test). The catheters are 100% leak tested during internal quality control indicating that the kink/tear likely occurred after the product had been released. A device history record review was performed on the catheter assembly and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user "the instructions-for-use (IFU) provided with this product describe suggested techniques for catheter insertion and maintenance to mitigate damage to the device. It instructs the user to "fully advance catheter until the juncture hub advancer nose is against the insertion site" as well as warning "do not force catheter if resistance is encountered during advancement." The IFU also contains the warning "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage" and provides a photo for visual instruction." The report of a catheter body damage was confirmed through complaint investigation of the returned sample. Visual examination of the returned endurance catheter assembly revealed that the catheter body was kinked and torn about 1mm below the juncture hub and contained a kink around 7mm from the juncture hub. The appearance of the kink/tear in the catheter body is consistent with the catheter body kinking in use creating a hole/tear in the catheter material which causes it to leak. The undamaged portions of the catheter body met all relevant dimensional requirements and a device history record review of the catheter manufacturing process did not reveal any relevant issues. Additionally, a failure investigation report performed by the manufacturing facility noted that the catheters are 100% leak tested before release and concluded the defect was unlikely to result from any manufacturing steps. Based on these circumstances and the customer report that the defect occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: endurance placed on 8/29 and removed 9/10. The catheter starting leaking with flush from the hub site. Once leaking noted the catheter was removed. The patient had one more day of treatment left, so a regular IV was inserted.